Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery. This report is filed december 11, 2013.

Event description:
Per the clinic the patient experienced poor performance with the device, however the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed february 5, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.